Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coil impedances, along with left ventricular (lv) impedance, were out of range high. Rv lead fracture was also noted. The rv lead was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006; 1888tc competitor lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2006. (B)(4).